Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional product code: hrs. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: 04.211.036s / 9257423; manufacturing location: (B)(4); external supplier: (B)(4); manufacturing date: 24.nov.2014; expiry date: 01.nov.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: 04.211.036 / 7791235; manufacturing location: USA; manufacturing location: (B)(4); manufacturing date: 17-sep-2014. Part #: 04.211.036, lot#: 7791235 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 36mm. Quantity (B)(4). Inspection sheet -whirl threads, turn/thread head, flute (B)(4) rev:d meet acceptance criteria of inspection sheet. Components: 04.211.036.999 - 2.8mm ti screw blank 36mm, lot 7460613 reviewed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient had surgery for distal humerus fracture on (B)(6) 2016. This time, the removal surgery for va-dhp (variable angle - distal humerus plates) was performed on (B)(6) 2017. It was a planned removal surgery. Although the surgeon extracted posterolateral screws, it was difficult to remove three locking screws. He excavated screw heads and managed to extract a plate. Then he decided leaving screw shafts inside the body because it would have been difficult to remove them without any harm. No additional posterolateral screws were involved besides the 3 broken screws. The surgeon cut the screw therefore the screw did not brake intra-operatively. The surgery was extended for 90 minutes. There is no information available about patient and surgical outcome. No other medical intervention was required. This complaint involves 3 parts. Concomitant device: 1x unk va dhp plate. This report is 2 of 3 for (B)(4).